Event description:
Adverse event(s): no pt involved (no patient involvement). Product problem(s): "system message occurred" (device displays error message). A customer reported receiving a system message between cases. The system was swapped out with another system to complete the cases. No pt injury was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).